Event description:
The account stated that the architect i2000 analyzer generated a false positive toxo igg result of 26 iu/ml on a patient known to be negative. The patient was tested with another technique in another lab and was negative (no data provided). There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.